Manufacturer narrative:
(B)(4). The returned fascial closure system was examined under magnification. The suture passer had been broken off at the "slot" area and both wings had evidence of the point of the suture passer penetrating the plastic area around the silicone catch(s). It has been determined that the doctor applied excessive traction to the fascial closure device causing the wings to bend out of the "target position". They attempted to pierce the silicone catch on the 151 side but missed and hit plastic on the wing because of the excessive traction force being applied to the fascial closure device. The doctor then removed the suture passer and tried to pierce the silicone catch on the 2nd side. Once again he or she missed the "target position" and hit plastic on the wing because of the excessive traction force applied to the fascial closure device. This time the doctor kept increasing pressure on the suture passer until it bent over at the "slot" area and was forced through the silicone catch. They retracted the suture passer, which bent the tip completely in the opposite direction causing it to fracture at the "slot" area leaving the tip behind in the patient. The remainder of the suture passer was then removed followed by the fascial other remarks: closure device.

Event description:
It was reported that the doctor found the puncture needle broken during surgery. The broken part fell into patient's subcutaneous tissue above fascia. Then the doctor using mobile dr to find and take out the broken part which took 30 minutes. Although it did not cause any serious problems to the patient, the surgery was delayed nearly 1 hour.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the puncture needle broken during surgery. The broken part fell into patient's subcutaneous tissue above fascia. Then the doctor using mobile dr to find and take out the broken part which took 30 minutes. Although it did not cause any serious problems to the patient, the surgery was delayed nearly 1 hour.